Manufacturer narrative:
Device received with a critical pump error and a broken force sensor was detected during seating or regular delivery error found in the formatted history file due to force sensor zero offset out of spec. The force sensor measured to be 0.0 mv. Unable to perform functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 193 mg/dl at the time of the incident. Customer reports they were able to clear the alarm(s). Customer states they are not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was not expected to be returned for analysis.